Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they alleging possible pump under delivery and experienced hyperglycemia. Customer's blood glucose value was 30 mmol/l. Current blood glucose was 29 mmol/l. The customer was assisted with troubleshooting and declined for low blood glucose. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The customer was treated with syringe. Customer will not returned reservoir for analysis.